Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/24/2013 with the following findings: during evaluation, the display screen was dim and discolored. A test screen was installed and displayed normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, a reporter contacted animas alleging that the display screen on their device had suddenly dimmed. This complaint is being reported because the issue was not resolved at the time of troubleshooting. There is no evidence to suggest that this issue caused or contributed to an adverse event.